Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the hospital after receiving an alert for high impedance on their left ventricular lead. The patient was asymptomatic. The lead was tested and all values measured normal. Device reprogramming was performed.